Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and received: did the explant procedure take place? Yes. If yes, on what date was the band explanted? (B)(6) 2020. Do you have the linx product code (model number), lot number and serial number (if applicable)? Lxmc17, not lot, no serial. What was the reason for removal of the linx device (no issue - patient requested removal, ongoing dysphagia, ongoing gerd symptoms, etc.)? Persistent dysphagia if dysphagia, how severe was the dysphagia/odynophagia before intervention (mild, moderate or severe)? Moderate. Did the dysphagia improve after the device was implanted initially? Unknown. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. When was the linx device implanted? 13 months ago approx.. Were there any intra-operative complications during implant? None reported. Was there any hiatal or crural repair done at the same time as the implant? Yes. Was the device found in the correct position/geometry at the time of removal? Yes. Was a new linx placed after this one was removed? No. Is the device that was explanted available for return? No. Prior to linx placement, did the patient have an egd, ph, and manometry studies done? Yes. Results are not available. When using the linx sizing device what technique was used to determine the size? Pop plus 3. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? None reported. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that an explant procedure will take place (B)(6) 2020. No additional information at this time.